Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bles case, the surgeon removed the intact wand from the patient, and reported the ceramic blade tip was detached. The surgeon was able to retrieve the tip from the patient. There was no adverse effect to the patient. Additional finding found during analysis: one of the wires on the intact wand had fractured. The cause of the damage observed cannot be determined.